Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -7.5 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2019 the lens was explanted due to anisopia, as the icl implanted in the fellow eye had to be removed (reference MFR# 2023826-2019-00655). The cause is reported as a patient-related factor.

Manufacturer narrative:
(B)(4).